Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent reported that the recipient had a head trauma near the implant in early june 2024 with result in the loss of hearing with device. Swelling and redness were seen.the recipient has been re-implanted.

Event description:
The parent reported that the recipient had a head trauma near the implant in early (B)(6) 2024 with result in the loss of hearing with device. Swelling and redness was seen. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by the reported external impact, was determined to be the root cause of the device failure. Furthermore, damage to the active electrode caused by excessive mechanical stress was found causing the reported channels with high impedance. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The parent reported that the recipient had a head trauma near the implant in (B)(6) 2024 with result in the loss of hearing with device. Swelling and redness was seen. The recipient has been re-implanted.

Manufacturer narrative:
According to the information received from the field damage to the reference electrode caused by the reported mechanical impact seems likely. In addition, two channels show high impedance likely related to a damage of the active electrode caused by the reported trauma. However to determine an exact root cause, device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.